Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent lumbar fusion surgery due to fracture. Intra-op, while final tightening, tip of the screwdriver broke. The tip was retrieved from the patient. No patient symptoms or complications were reported as a result of this event.